Manufacturer narrative:
The cuvette washing levels were checked and these were optimal. The gear pump pressure was adjusted. Annual maintenance was performed on the instrument and a probe was replaced. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 4000 c (311) stand alone system. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an hba1c value of 7.02 %, which repeated as 5.60 %. The second sample initially resulted with an hba1c value of 6.90 %, which repeated as 4.94 %. The hba1c reagent lot number was 386256. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation determined the customer was not replacing the cuvettes monthly as recommend by product labeling. The discrepant results are consistent with the use of old cuvettes.